Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 6 years since the device was manufactured. The screws that attach the boards are loose, resulting in poor communication between the ap and dp boards, leading to fan failure (e337). It is likely the device has failed due to long-term use.

Manufacturer narrative:
The evaluation found the hex connection screws for the ap and dp circuit boards are both broken. Additionally, e337 fan error was found and likely due to broken part of fan and blades touching fan case making noise and cosmetic wear on external housing. The device was repaired to standard specifications and returned to asset stock. A review of the asset's repair history shows the device was last serviced on (B)(6) 2020; no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset video system's hex connection screws for the circuit boards (ap and dp) were found broken. Additionally, an e337 displayed was displayed. There was no reported allegation of any malfunction associated with the device and there was no patient injury, harm or involvement reported.